Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cycler set had a cap that "fell off" from the end of the tubing. This was observed during an unspecified process step of peritoneal dialysis therapy, reported as "when removing the cassette from the bag". The caregiver reported they did not know if the cap fell off on it's own or if the caregiver "knocked it off". The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.